Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many possible causes of the incident and no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a colonoscopy with the electrosurgical unit (esu/generator). The esu was used in a procedure to re-implant vertical expandable prosthetic titanium ribs (veptrs). The esu was used with an erbe omega return electrode (also referred to as a patient plate or pad), part number 20193-082 (most likely lot number 161027-0815). The exact settings (mode, effects, etc.) Were not known, but the generator's neutral electrode safety system (nessy) was set to "either way". A burn/necrosis was discovered under the pad of the return electrode that was placed on the back of patient's thigh (note: the patient plate was discarded and not available for examination.). A photograph of the area one (1) week after the procedure showed semi-circular reddening with blisters (proximal edge of the pad that had not been shaved) approximately 2 cm x 10 cm. A wound dressing (with "atrauman") was used to treat the patient. Note: the esu is similar to a unit distributed in the u.s. The generator was distributed by our parent company ((B)(4)) to a (B)(6) hospital.